Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the pacemaker involved in this MDR report was attempted to implant. Whilst connecting the pacemaker to the leads: the clicks were heard when screwing and all appeared fine. However, when the device was placed into the pocket there were pacing spikes visible without any capture seen. The leads were then disconnected and tested again on the psa. Thresholds were still <1v on both leads. When reconnecting again, clicks were again heard and pacing spikes without capture again noted. The physician decided to not implant the pacemaker which returned for analysis. Another pacemaker was implanted.